Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the symptomatic patient presented to the clinic during a follow-up in back-up vvi mode. The patient had experienced muscle stimulation. A device download was performed successfully. The patient's condition after the download was normal.